Event description:
It was reported that a cartridge fell out of an ilet pump, after which the user contacted support and successfully reattached supplies with guidance, resuming insulin delivery; the user believed the dislodgement was due to user error. Symptoms included no reported adverse physiological effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device alerts or alarms and no device malfunction could be confirmed. It was concluded that the event was consistent with use-related handling and the device continued to function as intended after reinstallation.